Event description:
It was reported that a vns patient underwent generator revision surgery. The explanted generator was returned to the manufacturer. Product analysis revealed that the generator was at end of service. During analysis, the post burn-in-electrical test resulted in an over-limit supply current pulsing measurement. A leaky transistor q9 was identified as the cause. However, the defective q9 did not impact device performance, and only had a minimal impact on the battery longevity.